Event description:
The customer states that since 2009, they have noticed an increase in initial and repeat reactive rates for patient samples processed using the prism htlv I/ii assay. The customer states that so far this year, 29 samples that were prism htlv I/ii reactive were sent for confirmatory testing, and only one sample confirmed reactive. 28 of the 29 patient samples were verified to be falsely reactive for prism htlv I/ii via confirmatory test results. Confirmatory test method not provided. No patient specific data was available. No adverse outcomes were reported due to this issue.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). Field data related to the quality issue within the complaint (elevated reactive rates) from multiple customers and reagent kits from lots 66373m100 and 69018m200 were reviewed in this investigation. Additional information, device manufacture dates: lot 66373m100: 10/24/2008 lot 69018m200: 11/11/2008. The investigation included complaint tracking and trending, record review and field data review. Complaint record review did not identify any trends associated with the issue of this complaint. The issue is addressed in product labeling. Based on the results of this investigation, prism htlv-I/htlv-ii reagent kit lots 66373m100 and 69018m200 are performing according to product label claims. The investigation performed indicates that lots 66373m100 and 69018m200 are within the package insert upper 95% confidence interval limits for initial and repeat reactive rates. This complaint investigation did not identify other potentially related issues or different issues that indicate a deficiency or malfunction. This is the final report.